Event description:
The patient reportedly experienced skin irritation at the implant site with a scab and possible mild infection about a month ago. The patient was treated with topical and systemic antibiotics in the emergency room. The company was informed that the patient recently experienced skin breakdown which exposed the electrode. The patient reportedly has a thin skin flap. The patient developed an infection and the wound opened at the implant site. A surgery was performed on (B)(6) 2014 to close the wound with the temporalis muscle flap. The patient continues to be monitored.